Event description:
Customer reported unexpected negative reactions with cell #13, d positive cell, of capture-r ready-ID when tested with a patient's serum containing anti-d.

Manufacturer narrative:
The presence of the d antigen was confirmed on retention cell #13 of capture-r ready-ID, lot id076. The customer did not submit samples for investigation testing. It is not possible to rule out the sample as a cause of the event.